Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® eclipse¿ signal¿ blood collection needle "rust" like foreign matter was discovered on the needles. The following information was provided by the initial reporter: traces on the tip of the needle have been detected in boxes. A few defective needles with traces on the tip of the needle have been detected in boxes. It looks like rust but when you run your finger over it, it comes off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: bd received 62 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed as yellow / brown foreign matter is seen on the IV cannula. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® eclipse¿ signal¿ blood collection needle "rust" like foreign matter was discovered on the needles. The following information was provided by the initial reporter: traces on the tip of the needle have been detected in boxes. A few defective needles with traces on the tip of the needle have been detected in boxes. It looks like rust but when you run your finger over it, it comes off...